Event description:
One resolute integrity drug eluting stent was implanted during the index procedure in the rpl.a myocardial infarction occurred in the rca approximately two months post index procedure. Poba was performed inside a previously deployed stent in the rca, and a drug eluting stent was implanted in the rca. It is reported that the mi was caused by stent thrombosis. Investigator assessed the event to be not related to the study device. It is reported that the patient recovered.

Manufacturer narrative:
(B)(4).